Event description:
Medtronic received information from a literature article regarding a state-of-the-art review of transcatheter valve-in-valve implantation for degenerated surgical bioprosthetic valves. In the article, figure 8 (e-f) and figure 10 identified two patients with previously implanted medtronic mosaic aortic bioprosthetic valves who underwent transcatheter valve-in-valve implantation with edwards sapien valves. No further details were disclosed about these two cases. No unique device identifier numbers or patient demographics were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: gurvitch r, et al. Transcatheter valve-in-valve implantation for failed surgical bioprosthetic valves. J am coll cardiol. 2011 nov 15;58(21):2196-209. Doi: 10.1016/j.jacc.2011.09.009. Available online 8 november 2011. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.